Event description:
It was reported that a patient presented in the emergency room with syncope. Upon review it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable post-procedure.